Event description:
Patient reported experiencing an event (possible seizure; confusion and memory loss occurred) after their vns was programmed back on after MRI. Patient later report vns settings have been unable to be increased due to it inducing a seizure. No additional relevant information has been received.

Event description:
Per the physician, the reported episode was unrelated to vns. The patient reached out again reporting another issue had arisen with vns device and needs imaging. According to the physician, he was unaware of the additional issue the patient was experiencing and noted vns had been turned off since february. No additional relevant information has been received.

Manufacturer narrative:
B5: describe event or problem: correction: the physician assessment was inadvertently not included on initial MDR.

Manufacturer narrative:
B1. Adverse event or product problem; corrected information ; initial MDR inadvertently omitted information known prior to submission. H1. Type of reportable event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that by the patient that they had their device removed due to increased seizure activity. The leads were also partially explanted. No other relevant information has been received to date.

Event description:
It was reported that the explanted generator has been discarded and is unavailable for review. No other relevant information has been received to date.